Event description:
Ref. Johnson and johnson case # (B)(4). In (B)(6) of this year, I had severly allergic reaction ot something in the adhesive part of band-aid waterproof tough strips. This reaction occurred identically on all six of the small post surgical incisions I applied the strips to. I had the strips on about 12 hours, and I only used them one time. It felt a little itchy while they were on, but I assumed that was due to the cuts healing. However, when I removed the strips, I saw an obvious and severe allergic reaction. There was a lot of redness and extreme itching and pain. It got so bad that there were raised bumps and blisters that oozed. To see several clear photos, (b)64). Please note that I have never had such a severe reaction to any product I have used or anything I have ingested in all of my (B)(6). In fact, allergic reactions of any kind are rare for me. I immediately called the johnson and johnson hotline to report the problem. At that point I had tried hydrocortisone cream for th excruciating itching and pain. It didn ot work very well, so I tried a prescription itch cream I had. Neither one helped much. Since the reaction was so severe, I mentioned to the rep that I was going to try benadryl for it. He stated, "benadryl is for hay fever only. It will not work on this." Well, I knew that was factually incorrect and told him so. It's a good thing I didn't listen to him, as it was in fact the only thing that worked. When I showed my arm to my pharmacist and asked what to use, he said benadryl would work better than hydrocortisone. The pain, itching, blisters and red marks lasted for over 4 weeks. The marks lasted a couple of weeks longer. It was extremely uncomfortable and I needed to wear long sleeves in the height of summer so I wouldn't alarm or scare anyone. I am no exaggerating how bad it was and how bad it looked. I was suffering for a long time due to some unknown ingredient in the adhesive part of your tough strips (the part that goes on the wound was fine). It's unfortunate that I wasn't allowed to know the ingredients, so that I could make sure to avoid the allergen in the future, but the company refused to tell me. Please investigate the ingredients in these waterproof tough strips, and ensure that the dangerous ingredients are banned from current and future products. I'm sure I am not the only person to experience this horrible and extreme reaction.